Event description:
It was reported that during a laparoscopic procedure, the image went completely green. Efforts to troubleshoot the fault by telephone, failed to resolve the problem. Allegedly, the operation would be converted to an open procedure.

Manufacturer narrative:
Additional information will be provided once investigation is completed.